Event description:
It was reported during a lap cholecystectomy procedure, that the clip of the instrument was not loaded properly after firing process and the surgeon could not be clipping on the vessel. There was no patient consequence.

Manufacturer narrative:
Instrument a: damaged shroud. Instrument b and c: d4: batch # c9d49c, exp date 11/11/2011; 12/11/2006; damaged jaws. The analysis results found that the instrument (a) was returned with the top shroud broken off. The instrument was cycled and ejected the clips due to the condition of the top shroud. No conclusion could be reached as to how the top shroud became damaged. The analysis results found that the instrument (b) was returned with the jaws over twisted. The instrument was cycled and ejected the remaining clips due to the condition of the jaws. The instrument locked out as intended. A corrective and preventive action has been initiated to address the root cause of the finding. The instrument (c) was returned empty and locked out. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. However, a corrective action has been initiated for the over twisted jaws issue. No incident related to the reported event was observed during the batch record review.